Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Patient presented with present bilateral pedal pulses. Impella cp placed in the cath lab successfully. Pedal pulses rechecked in the cath lab before departure to intensive care unit (ICU). Intermittent doppler signals received. Extremities had the same temperature at this time. In the ICU patient complaining of right leg numbness and right foot felt cold to touch, but the remainder of the leg was warm. Vascular surgery and the cath lab called to bedside. Both specialties concurred that the cause of change is likely due to patient¿s prior medical history, rather than the impella placement. It was further reported that the patient expired on support however no additional information provided.